Manufacturer narrative:
(B)(4). This complaint is for a user error. Per the complaint information, patient was in connected at the 'connect bags' stage of therapy setup. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
The caller contacted baxter's technical service center because they connected themselves prior to connecting the bags and pressed go, which occurred on the homechoice (hc), during use at connect bags. The home patient (hp) stated that they were listening to the television during setup and connected themselves at connect bags. The baxter technical service representative (tsr) advised the hp they would need to disconnect themselves and start over with new supplies. The hp asked if they could still use their bags since they did not connect the bags. The tsr advised the hp that as long as the bags were not connected they may use bags but would need a new cassette. The hp would start over with a new cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.